Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching over 250 mg/dl on the second day that pump supplies were in use. Customer stated all pump supplies would be changed out and correction boluses would be delivered, and bg levels would return to target range.